Manufacturer narrative:
(B)(4). Application support manager (asm) visited the account and checked the laser and no problems were found. Discussed continued monitoring of temperature and humidity and clarification as to whether the ac is turned off over the weekend and evenings. Asm requested field service specialist (fss) to check equipment. Fss visited the account on (B)(6) 2016 and on arrival the system had been left on for me and the beam was very stable on the beam steer display. After a reboot and quick warm up I was able to reproduce beam being unstable. Talked with the site manager about keeping the temperature and humidity stable 24/7, 365 days. She found out they have a third party management company that controls the thermostat remotely. She called and found they have been changing the temp/humid nightly, on weekends and holidays to save money. She let them know the importance of keeping the thermostat at one setting and leaving it alone, especially with the west facing windows. Temp remained very stable while fss was there from 9pm to 2:30am. On (B)(6) 2016 fss visited account and replaced the oscillator. Surgery support was given by asm after oscillator replacement on (B)(6) 2016. Asm found no problems. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient had sticky flaps with opaque bubble layer (obl) that resulted in torn flap. Flap was lifted and excimer completed. At 1 week post best corrected visual acuity (bcva) 20/50. It was reported on (B)(6) 2016 that patient's bcva is now 20/20- and surgeon plans to perform prk once the eye has stabilized.